Manufacturer narrative:
The reported events of low impedance and defective device were confirmed. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. Electrical test results indicated signs of low lead impedances. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range with signs of rapid depletion. Hybrid circuitry was tested, the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's pacemaker (pm) had low impedance and caused muscle stimulation. The physician alleged a potential electrical leak through pm header. The patient experienced discomfort from muscle stimulation. The pm was explanted and replaced. The patient was stable throughout procedure.